Event description:
It was reported that patient had syncope and the right ventricular lead had high impedance, a possible fracture, and no capture. The lead was capped and replaced. No further patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.